Event description:
It was reported that during the procedure to treat the carotid artery, the valve of the copilot leaked blood while one device was inside. Also after being pushed down, the valve did not come back up. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another device was used in replacement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, this cannot be confirmed. It is possible that buildup of procedural contaminants (blood, contrast) resulted in the reported physical resistance/sticking ¿ cap thus possibly contributing to the reported leak difficulties; however, this cannot be confirmed. As the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9- updated device returning from yes to no.